Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient dropped the monitor on her foot, and it caused black and blue marks on the skin. The patient also reported having a rash on her neck and experiencing soreness / discomfort from wearing the lifevest. There were no allegations of any bleeding, oozing or weeping wounds. The patient's home health nurse assisted the patient with adjusting the lifevest and providing assistance with the comfort of the device. It's unclear if the home health nurse provided medical intervention for the patient's skin irritation, reporting out of the abundance of caution. The patient applied hydrocortisone cream and a tissue to the skin irritation. The patient's skin irritation improved.